Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be jumping. Review of the pumps by tandem technical support showed that the battery gauge jumped from 25% to 80% without being connected to a power source. The customer's blood glucose level was 134 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.